Event description:
It was reported that the sys was not tuned and was stuck during surgery. It needed to be calibrated. Add'l info was requested and the following was provided on (B)(6) 2013. The product was in contact with the pt. The product problem was discovered before surgery. The pt was a (B)(6) female to undergo a "dbs" procedure. There was a 60 minute delay in surgery as a result of the product problem. No treatments were reported to have been done. There was no replacement product available to be used. Pt outcome was reported as "seems ok".

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported info.